Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault was recorded on (B)(6) 2014 after a 31 joule shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 31 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an error message. Disk analysis was performed and it was found a shorted shock lead code had occurred along with several charge time exceeded codes. These faults result in end of life (eol) being triggered. It was reported the patient was scheduled for change out. The patient presented to the emergency room approximately a month later after falling. The implantable defibrillation lead was surgically abandoned and replaced. The device was successfully explanted. No additional adverse patient effects were reported.

Event description:
--